Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1 225714-2015-07748, 1225714-2015-07749. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiffs attorney alleged that the patient experienced cardiac arrest; all injuries associated therewith and subsequently expired, which was alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.